Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed. H4: the device manufactured date is unknown because, the serial number is unknown.

Event description:
A stryker core micro drill was called in for repair because, it was running on it on while in safe mode. The event occurred during a procedure. No adverse event was associated with the device; the procedure was completed with another device.